Event description:
It was reported the patient had cramping in her shoulders. An x-ray was performed which revealed the lead had migrated from t8 to t1. Follow up identified the patient had requested for the scs system to be removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.